Event description:
The hearing aid user has a history of ear infections. He is under a doctor's care. Wearing the hearing aid seems to make the infections worse. The hearing aid dispenser recently checked the user's ear with a video otoscope. He saw a whitish material in the ear canal. He referred the user to his doctor. The doctor prescribed medication.